Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. After a guide wire crossed the lesion, a 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for plain old balloon angioplasty procedure. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 3mmx40mm coyote balloon catheter. No patient complications were reported.